Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and frozen on the close drawer blue screen. A field service engineer (fse) verified the issue and confirmed that auxiliary full height drawer 7 was double clicking and not opening. Fse found that the inseparable magnet was missing, replaced the inseparable, rebooted the system, and performed a firmware update, then tested the drawer using the hardware test application and had the customer perform inventory, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and frozen on the close drawer blue screen. Customer tried to restart and recover the failure, but the issue persisted. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.